Manufacturer narrative:
Additional information: h2, h7, h9 during a regular internal review of complaints, it was identified that some medwatch reports associated with an fca were submitted without a correction/removal number in field h9 of 3500a form. Medtronic have initiated CAPA pr 576617 to address this gap. As part of correction activities, this supplemental medwatch is being submitted to correct this issue and provide the appropriate correction/removal number in field h9. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: device evaluation summary updated: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a covid-19 patient, a 980 ventilator stopped delivering breaths, went inoperative, shut off, no safety valve open, display went dark and the secondary screen flickered. The device was available for evaluation service personnel (sp) inspected the ventilator and could not duplicate the reported issue. Unrelated to the reported event, sp found alert codes in the logs and replaced the breath delivery (bd) power controller/ distribution assembly as a precaution to address the secondary issue. Sp also replaced the bd piezo alarm cable and updated the software to the most current versions. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. One bd power controller pcba, bd power distribution pcba and bd piezo alarm cable were returned to medtronic for further analysis. A visual inspection of the returned boards shows no anomalies. The pcbs were attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations. The returned component tested satisfactorily. The analysis on the returned image show that the c103 capacitor orientation was reversed on the pneumatic interface (pi) pcba (printed circuit board assembly). An internal investigation was opened to address this issue. The cause of the reported event was isolated to the incorrect installation of capacitor (c103) on the pneumatic interface (pi) printed circuit board assembly (pcba). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic service personnel (sp) inspected the ventilator and could not duplicate the reported issue. Unrelated to the reported event, sp found alert code lb0030 and lb0029 in the logs and replaced the breath delivery (bd) power controller/ distribution assembly as a precaution to address the secondary issue. Sp also replaced the bd piezo alarm cable and updated the software to the most current versions. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. One bd power controller printed circuit board assembly (pcba) was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The printed circuit board (pcb) was attached to the failure investigation (f.I.) Test ventilator and it successfully passed all tests and calibrations. The pcb tested satisfactorily. One bd power distribution pcba was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the f.I. Test ventilator and it successfully passed all tests and calibrations. The pcb tested satisfactorily. One bd piezo alarm cable was returned to medtronic for further analysis. A visual inspection of the returned cable shows no anomalies. The cable was attached to the f.I. Test ventilator and it successfully passed extended self test (est) bd audio alarm tests. The cable tested satisfactorily. Related to the reported event, from the logs provided and reviewed, it was confirmed while connected to wall/ac power, there was a temporary loss of followed by a resumption of ventilation. The logs indicated the loss of ventilation was caused by a total loss of power with no indication of a ventilator malfunction. With the information made available, a likely cause could not be determined. An internal investigation has been opened to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a covid-19 patient, a 980 ventilator stopped delivering breaths, went inoperative, shut off, no safety valve open, display went dark and the secondary screen flickered. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.